Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that a tampon came apart upon removal and pieces remained inside the consumer's body. The information provided indicated that the consumer experienced pain, fever and odor. The consumer went to a physician for treatment and was diagnosed with a vaginal wall infection and was prescribed pain medication and an antibiotic.